Event description:
Customer reports the eye tracker sometimes loses the pupil. No pt harm was reported and no add'l info was provided.

Manufacturer narrative:
Service tech checked and adjusted the eye tracker. The system was then tested and met spec. A root cause was not identified. (B)(4).